Manufacturer narrative:
Investigation summary a complaint investigation due to incorrect label for colistin catalog 231278 batch no.: 8426744 was performed on retention samples. The investigation required to perform visual inspection, batch record review and customer photo evaluation. No discrepancies observed during retention samples visual inspection. Photo received from customer was evaluated. It was observed that product was identified correctly. Single cartridge is identified with catalog 230749 while product package (ten pack) is identified with catalog 231278. Catalogs 230749 and 231278 are correct for colistin product. Batch record review did not show any evidence of customer claim. No corrective action is required based on information evaluated and satisfactory results obtained during the qc test. Complaint is not confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported prior to using bd bbl¿ sensi-disc¿ colistin - 10 g, the box contained a different product than was indicated by the label. There was no report of patient impact.